Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant stated the noise looks like myopotential which could be related to a lead issue and/or a lead to device connection issue. An x-ray from two years ago was reviewed and the physician noted the rv coil was placed very close to the tricuspid valve. It is suspected that the lead is picking up the p-waves due to the integrated bipolar sensing. The atrial lead shows a possible insulation issue but this was not confirmed with in office device based testing or x-ray. The caller stated that no programming changes have been date to date and the patient will be followed via remote monitoring with an office visit in six months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited spikes in the pacing impedance measurements on the atrial channel which have exceeded 2000 ohms. Additionally, there is noise which is being oversensed. The caller noted an increase in stored atrial tachycardia response (atr) episodes. No adverse patient effects were reported.